Event description:
It was reported that this patient's left hip was previously revised for rejuvenate implants. The patient returned for another revision surgery due to reoccurring pseudo tumor. The surgeon attributed the patients pain to the amount of fluid collection in the capsule which was aspirated. The pseudo tumor, liner and ball were removed.

Manufacturer narrative:
Corrected - based on additional information. The patient is (B)(6) centimeters in height. An event regarding altr and pseudotumor involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿there is no evidence that this patient¿s clinical course was the result of altr or pseudotumor based upon the review of the available documentation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specifications. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as surgical pathology reports, clinical follow-up subsequent to the (B)(6) 2012 consultation, and the reported devices are needed to complete the investigation for determining the root cause.

Event description:
It was reported that this patient's left hip was previously revised for rejuvenate implants. The patient returned for another revision surgery due to reoccurring pseudo tumor. The surgeon attributed the patients pain to the amount of fluid collection in the capsule which was aspirated. The pseudo tumor, liner and ball were removed.

Manufacturer narrative:
The following other devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 42030301; mod con dist stem 18 x 155 mm; cat# 6276-7-018; lot# caxn112a; 23mm mod rev hip bdy/blt +10mmcomponent level 9006-1-123; cat# 6276-1-123; lot# 42940405. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.